Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
It was reported that poor sensing was noted on right atrial and right ventricular leads approx. One month after the implantation. Both leads were successfully repositioned.